Event description:
It was reported that the customer experienced a low blood glucose level. An exact value was not provided. Customer lost consciousness due to low blood glucose level and was assisted by colleagues who provided honey and carbohydrates. There was no report of injury, but customer was disconnected from the pump during the night. Later, cts suggested consulting a healthcare professional and agreed to replace the pump since customer felt unsafe using it. Control-iq feature was not engaged as sensors were not functioning, but no excess insulin delivery occurred. Customer was advised on backup therapy using mdi and instructed on returning the pump with assurance of receiving a replacement.